Manufacturer narrative:
Concomitant medical products: alendronate, aspirin, co-q10, fish oil, folic acid, isosorbide, lipitor, lisinopril, lopressor, methotrexate, nitrostat, plavix, remicade, vitamin d3. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment ((B)(4)): on (B)(6) 2016, the patient underwent treatment of a 55.3 mm abdominal aortic aneurysm (aaa) whereby three gore® excluder® aaa endoprostheses were implanted. On (B)(6) 2016, follow up cta imaging reportedly showed the aaa measured 48 mm. On (B)(6) 2016, follow up ultrasound imaging reportedly showed the aaa measured 50 mm. On (B)(6) 2017, follow up ultrasound imaging reportedly showed the aaa measured 47 mm. On (B)(6) 2018, follow up ultrasound imaging reportedly showed the aaa measured 54 mm with evidence of a type ii endoleak. It was reported the endoleak was originating from the proximal inferior mesenteric artery and a lumbar artery. On (B)(6) 2018, follow up cta reportedly showed the aaa measured 56 mm. On (B)(6) 2018, embolization of type ii endoleak was performed. According to the report, the embolization resolved the endoleak, and the patient tolerated the procedure.